Event description:
It was reported that the device ac mains light was not illuminated when plugged into ac power and the device would not charge the installed battery. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the absence of the ac mains light illumination and failure to charge the installed battery. Physio replaced the power supply assembly and user interface pcb to system/memory connector flex assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use.